Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a t-pal surgery on (B)(6) 2013, the t-pal trial implant turned before the knob on the applicator was opened. When the surgeon controlled the knob it was turned to open. The placement of the trial implant was correct. They used a different applicator for the implant and this worked without any problems. When turning the knob it feels a little slow on the threads, and takes more power to tighten. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. Additional narrative: the complained instrument has been forwarded to the responsible product manager and we are now in the receipt of the investigation results. The present articles were checked for conformance to the specifications and for functioning; neither a product nor a function fault could be detected. The instrument works without any problem and absolutely correct. The measurable dimensions of the complaint instrument were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. No product fault could be detected.